Manufacturer narrative:
The referenced bacteremia/infection was previously reported under medwatch MDR report #2916596-2015-01737. (B)(4). Approximate age of device: 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to an intracranial hemorrhage that could have been precipitated by bacteremia and sepsis. The pump was not explanted. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.